Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the interrogation of the pacemaker, the left ventricular (lv) lead was found to have exhibited high threshold measurements. The lv lead was explanted and replaced. The patient was in stable condition throughout.